Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided) and diabetic ketoacidosis. The customer alleged that the pump was not delivering insulin properly; however data review by tandem technical support showed the pump is functioning as intended. Multiple follow up attempts were made by tandem technical support to share findings with customer, however, no response received.